Event description:
The customer reported that they had a unit of plasma derived from whole blood with a red tinge, they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Event description:
Donor unit #'s (B)(6), (B)(6).

Manufacturer narrative:
(B)(4). Investigation: the filters and bag of the disposable set were received on cold ice for evaluation. Investigation is in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: two disposable sets were returned for evaluation. Sample 1 included the filtered red blood cell bag and leukoreduction filter, and sample 2 included the leukoreduction filter only. Fluids from the filtered blood bag were centrifuged. The result was an indication of hemolysis. A photograph was also provided, and hemolysis was confirmed in the photograph. The filters from both samples were rinsed with saline and a slow flow was observed. The manufacturing records, and testing and inspection records were reviewed for this lot. No anomalies were noted and the product conformed to specifications. Three bags from the retention samples of this lot were visually examined. The solution in the bags was measured and the composition of the solution was quantitatively tested. No anomalies were noted in the appearance and the measure value conformed to in-house standards. Root cause: it is possible that a minute aggregate in the donation bag flowed into the filter immediately after the start of filtration, and then passed through the first filter, but was unable pass the second, causing an occlusion in the filter layers. There is also a possibility that a combination of the following common factors of hemolysis caused the incident reported:-characteristics of donor's blood-bacterial contamination-excessive cooling of the product-filter clogging - if the filter clogs, red blood cells passing through such a filter, a physical stress on the red blood cells may cause hemolysis.